Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was observed. The physician attempted to advance a taxus express2 2.50x16 mm stent to the circumflex (cx). When the physician was unable to cross the lesion, the stent delivery system (sds) was removed. Upon removal of the sds, the physician observed that the stent was flared at both ends. The procedure was completed with a guidant zeta stent of an unknown size.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.